Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was misaligned. A field service engineer realigned smart remote manager. Additionally, the fse confirmed that would return to replace the latch. The fse tested in hardware test application, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager appeared squared while the refrigerator door was rounded. The user stated that the adhesive failed which caused the remote manager to not latch properly. Due to this issue, nurses were unable to access the recover storage space function. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.